Event description:
It was reported that the patient¿s pump was refilled approximately 6 months prior to the date of this report and the elective replacement interval (eri) at that time was 36 months. Upon interrogation on (B)(6) 2013 eri showed ¿??.¿ it was not known what medication this device system delivered. Additional information was requested. It was further reported in addition to the ¿??¿ there was also a pump memory error. Upon interrogation ¿pa data invalid¿ was noted. The pump settings remained unchanged and accurate. The pump was updated to full reservoir volume and no changes were made to the infusion settings. The pump status after the update still noted eri ¿??.¿ no audible alarms noted. The patient was ¿doing great¿ and so the patient was allowed to leave the clinician¿s office. It was now reported that in (B)(6) of 2013 at the last refill, the eri was 26 months. It was now reported that this device system delivered baclofen. Further, the pump print out noted the concentration was 2,500 micrograms per milliliter and the daily dose was 461.7 micrograms per day. Baclofen was the listed medication. It was then reported that this device system delivered lioresal. Further, the patient¿s family had concerns and questions regarding the clinician¿s billing/billing units. Reportedly at some point the patient ¿went down¿ from 10 milligrams (mg) to 5 and the prescription had changed to 2500 micrograms per milliliter (concentration). When asked regarding the dose per day, the spouse indicated this was on the patient¿s printouts and noted 461.7 mg/day as the dose per day. The spouse indicated that it appeared to be milligrams (mg) and not micrograms (mcg). The spouse expressed nervousness regarding the question marks ¿??¿ that appeared on the patient¿s pump interrogation. According to the print-outs, the spouse had the patient¿s pump settings were examined on (B)(6) 2013 and last changed on (B)(6) 2013. The pump memory error, pa data invalid and eri ?? Were verified. It was unclear as to how the patient was currently feeling. The spouse stated she felt left alone to figure out what the question marks meant ¿anything big¿ or not. The patient¿s next appointment was not officially scheduled but stated to occur in 6 months, however, the spouse was to contact the health care provider for further device troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11142r48, implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, product type: software. (B)(4).